Manufacturer narrative:
Conclusion: customer performed own repair. Customer did own evaluation and repair.

Event description:
It was reported by repair work order that the bed had no functionality. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.